Manufacturer narrative:
Investigation summary bd received one photo for investigation. A visual examination of the photo revealed a broken tube and white foreign material in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter unknown and glass breakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® cpt¿ cell preparation tube with sodium citrate, foreign matter was observed in an unspecified number of tubes. Broken tubes were also found. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® cpt¿ cell preparation tube with sodium citrate, foreign matter was observed in an unspecified number of tubes. Broken tubes were also found. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1: 9f., no. (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.